Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able confirm the reported event during incoming inspection, however the reported event was confirmed during software installation due to failure of the mpu (main processor unit) printed circuit board assembly. Analysis also found the cable bay was cracked. (B)(4).

Event description:
It was reported the screen does not come on. The programmer was returned for service. No patient complications have been reported as a result of this event.